Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the crimped stent found the stent was damaged. The stent struts at the distal end of the stent were deformed, stretched and lifted upwards from the stent profile. The stent was correctly positioned between the distal and proximal markerbands. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found a kink 213mm distal from the strain relief of the hypotube profile. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bumper tip of the device showed no signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, 3mm in diameter, eccentric and de novo target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. A 3.5 6f non-bsc guide catheter and a non-bsc guide wire were advanced to the lesion. Predilatation was performed with 2x9mm maverick balloon catheter. A 3.00x32mm promus element plus stent was selected; however, the device was not able to cross the target lesion. After several attempts, it was noted that the distal portion of the stent was damaged. The procedure was completed with a 3x38mm promus element stent. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 25mm in length, 3mm in diameter, eccentric and de novo target lesion was located in the mildly tortuous and severely calcified mid left anterior descending (lad) artery. A 3.5 6f non-bsc guide catheter and a non-bsc guide wire were advanced to the lesion. Predilatation was performed with 2x9mm maverick balloon catheter. A 3.00x32mm promus element¿ plus stent was selected; however, the device was not able to cross the target lesion. After several attempts, it was noted that the distal portion of the stent was damaged. The procedure was completed with a 3x38mm promus element stent. No patient complications were reported and the patient's status was stable.